Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 280 mg/dl, 434 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 96.4 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary insufficiency and pulmonary stenosis. It was also noted in the operative report of three months prior, that the patient's tissue valve was calcified.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. Unfortunately, the device is unavailable for evaluation. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.